Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Neither the device nor data was provided for evaluation. The official cause of death was reported to be a heart attack. Additionally, it should be noted that diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom customer operations on (B)(6) 2015 to report the patient's death that occurred on (B)(6) 2015. Patient's wife stated that on (B)(6) 2015 the patient went to the hospital as he was not feeling well and was admitted to the emergency room. The patient passed away later that day from a heart attack. No additional event information was provided.

Manufacturer narrative:
(B)(4). The receiver was returned for device evaluation. A visual inspection was performed and there were no defects found. Functional testing was performed and the test resulted in no failures. A review of the downloaded data log did not find any errors. Additionally, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5191257) was returned for device evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test resulted in no failures.